Manufacturer narrative:
A stryker product assessment center technician evaluated the device also duplicated the reported issue. It was found that there was signs of corrosion around the analog printed circuit board (pcb). The cause of the reported issue was a compromised analog pcb. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device does not turn on. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The device was sent to the product assessment center (pac) for further evaluation and a replacement was sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.